Manufacturer narrative:
(B)(4). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the event description, this incident most likely resulted from contact to the balloon with an instrument. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." Engineering has recently opened a project to further research the cause of balloon damage. This document represents our final report.

Event description:
"Surgeon inserted hassan trocar (ref: (B)(4)) and reported that the balloon deflated twice. Device malfunction - that is, the device did not do what it was do supposed to."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.